Event description:
Device was placed in or 1996. Some time after placement, the catheter eroded or perforated into the pericardial space and resulted in cardiac tamponade. Subsequently, the patient underwent cardiac arrest.